Event description:
A report was received that the patient underwent a lead revision procedure due to inadequate stimulation. During the procedure, the physician explanted the paddle lead which was replaced with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that it was the physician's preference that the paddle lead was replaced.

Event description:
A report was received that the patient underwent a lead revision procedure due to inadequate stimulation. During the procedure, the physician explanted the paddle lead which was replaced with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.